Event description:
The pt reported that she had a revision to replace femoral head because surgeon said it looked "beat up."

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.